Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. A visual examination was performed, revealing that the liner was fully expanded, the distal tip was opened but torn, and all score lines were present at the distal tip. Stretching of the hdpe material was noted at the score lines, and scratches were observed along the hdpe surface due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for difficulty advancing through sheath and sheath distal tip torn were confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (patient had moderate tortuosity and scratches were observed on sheath shaft which may be indicative of calcification at the access vessels) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from spain, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, resistance was felt when the valve was crossing the distal tip of the esheath, and a jump was felt when the valve eventually crossed the tip. The procedure continued, and the valve was implanted. After the removal of devices, it was found that the distal tip was torn. There was no patient injury, and the patient was noted to be in stable condition.